Event description:
While treating a patient (age and gender unk) the device delivered energy to the patient once successfully. Upon the second attempt to deliver energy, the device displayed a "status 90" message. Complainant indicated that the patient's rhythm went asystolic and there were no further attempts to defibrillate the patient. Complainant indicated that the patient subsequently expired. However, it was not related to the reported malfunction.